Event description:
Physician's office reported that the patient had experienced increased pain. The pump and catheter were x-rayed and the catheter was found to be separated in the midsection. Both catheter and pump were explanted. These devices had been implanted 60 months. Depending on the infusion rate, the average expected battery life of the pump is 34-44 months. The patient was reimplanted with a second pump and catheter, which were later explanted due to delayed wound healing related to diabetes. The patient is stable with packing in her abdominal wound at this time.